Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00272, 3006705815-2023-00275. It was reported the patient had his scs ipg replaced because the ipg had reached end of life. The patient also had their one of their lead repositioned due to migration and the other due to high impedance. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
It was reported the patient had his ipg replaced because the ipg had reached end of life. The patient also had one of their lead repositioned due to migration and the other replaced due to high impedance. Stimulation therapy was reportedly restored postoperatively. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.